Manufacturer narrative:
Batch record review of lot b122 was conducted and there were no non-conformance related to this event for this lot number. Lot met release requirements. Complaint lot review conducted and no additional. Complaint for centrifuge bowl leak was reported to date for this lot. Service order (B)(4) completed: service engineer cleaned the pump deck, centrifuge system and centrifuge door; replaced centrifuge leak strip and bearing clips on centrifuge arm. System and return pressure transducer were also replaced. Centrifuge index pulse adjusted, load cells calibrated. Pressure transducers calibrated ok. System check out procedure performed ok. The entire device is not available for investigation. Since it would be unsafe to ship and handle the kit, given the level of contamination, only the smart card (electronic record of treatment events) and pictures are available for the investigation. The smart card has not been received yet and the photos evaluation is still in progress. A root cause has not yet been determined as the investigation is still in progress. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report centrifuge bowl leak that occurred at the end of buffy code (whole blood processed around 1500 ml). Customer noticed the bowl broke in 5 to 6 parts and that the drive tube was not attached to the bowl. Customer noticed the leak sensor was damaged as well. Service order (B)(4) was dispatched to service serial number (B)(4). Customer submitted photos and the smart card will be returned for investigation.